Event description:
Litigation alleges that patient has experienced extreme pain in her right hip, resulting in pain in her right leg and toes; as well as limited mobility due to chronic pain. Update: (B)(6) 2013 patient has been revised to address pain. As this is the only reason given for revision, per depuy's complaint handling procedure, all revised components are being reported.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.